Event description:
It was reported that on (B)(6) 2026, an 8-6mm amplatzer pda occluder was chosen for implant using a 7f amplatzer torqvue delivery system. During the procedure, while deployment, it was observed that occluder conformed into a cobra-like deformation. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using 10-8mm amplatzer pda occluder along with the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.